Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the three sensor failed during wrong insertion. Sensor did not inserted correctly and needle break off. Customer¿s blood glucose level was unknown. Some electrode left in the belly and doctor would be researched by doctor. The device will not be returned for analysis.